Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se performed operation performance verification testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use the ht70 plus ventilator had oxygen sensor failure. There was no patient involvement.